Manufacturer narrative:
H4: device manufacture date: march 22, 2021 - march 23, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed which showed a ruptured bladder. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause of the condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address - (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the balloon of a large volume infusor ruptured during patient infusion. It was further reported, the device ¿did not leak externally but rather it leaked from the balloon into the plastic section of the infusor¿. Additionally, the event occurred ¿near infusion completion¿ and approximately 10 ml remained in the device. The device was filled with 3000 mg of cefepime diluted in 0.9% sodium chloride for a total volume of 240 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.